Event description:
Per the clinic, the patient experienced magnet dislodgement (specific date not reported). Surgery to replace the magnet under general anesthesia has been completed on (B)(6) 2026. The implanted device remains.